Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, immobilization, difficulty ambulating and large amounts of toxic cobalt chromium metal ion particles to be released into the tissue.update rec'd (B)(4) 2013- pfs and medical records received. Part/lot was provided. Operative notes indicated a fracture of the posterior inferior portion of the wall, which occurred when dislocating the cup. The cup has now been reported. There is no new additional information that would affect the existing MDR decision. Records are available on the l drive for further review.the complaint was updated on: (B)(4) 2014

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.